Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid right coronary artery (rca). A 3.50 x 20mm synergy stent was advanced but failed to cross the tortuous area in the proximal rca. While attempting to advance the device, the proximal part of the stent got lifted. The procedure was completed with a non-bsc device. No patient complications were reported.